Manufacturer narrative:
Concomitant medical products: product ID neu_ptm_prog, product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were feeling too much stimulation when they came home from being implanted on (B)(6) 2016. It was indicated that the patient used the manual to help turn the stimulation off, and the uncomfortable stimulation stopped. It was unclear if the patient actually shut off the stimulation. It was further reported that patient had poor communication on the programmer, and was unable to connect with and without the antenna on the day of the report. It was noted that the patient took the bandage off the day prior to the report , and did not see much swelling at the implant site. It was indicated that the patient would follow-up with their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.